Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was a venotomy closure of three access sites on the common femoral vein after an pulsed field ablation (pfa) procedure with a 10f sheath. The first two closure sites were closed with a non-abbott device. A prostyle was used to close the third access site. Reportedly, a cuff miss [suture retrieval issue] occurred. A new prostyle device was used to achieve hemostasis. The two non-abbott devices were still in the anatomy after the prostyle was successfully placed. While removing one of the non-abbott devices, it became stuck and was unable to be removed. The prostyle device did not cause or contribute to this issue. A surgical cut down was performed to remove the stuck non-abbott device. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.